Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted the exterior of the sample did not have any evidence of a failure that would support the reported event. However, a slight external dent mark on the catheter shaft was noted, but no pinch was observed at the location of the dent mark. Evaluation verified that the deformed/dent shaft, caused water to be inflated difficultly. The dent looked like it was caused from the outside. Exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿recommended inflation capacities 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 15cc balloon: use 20ml sterile water, 20cc balloon: use 25ml sterile water, 30cc balloon: use 35ml sterile water, 40cc balloon: use 45ml sterile water, 75cc balloon: use 80ml sterile water, do not exceed recommended capacities." (B)(4).

Event description:
It was reported that water could not be injected into the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water could not be injected into the balloon.